Manufacturer narrative:
Initial reporter phone number: (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device cannot boot up. There was no reported patient involvement.